Event description:
A customer reported insufficient suction flow. Additional information was requested for this report.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. This is one of three complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaints have been investigated upon which it was determined that during the aspiration line assembly of the affected products, a misalignment occurred between the tubing holder and the tool used to stretch the tubing, which allowed for the inner tubing wall to become damaged. The damaged section was then inadvertently detached from the tubing wall by the luer fitting during the insertion step; allowing for the piece of tubing to become inserted into the aspiration line. (B)(4).